Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range right ventricular (rv) pacing impedance measurement. The patient was seen in clinic and all diagnostics were acceptable. No adverse patient effects were reported.

Manufacturer narrative:
The patient will continue to be followed via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.